Event description:
The manufacturer received information alleging a trilogy evo ventilator lost alternating current (ac) power when connected to the ac outlet. Electrical cord replacement did not resolve the issue. There was no patient involvement, and no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The subject device was returned to the manufacturer's service center and evaluation of the device was completed with the following findings: during an operational check, the charge lamp did not light after connecting the ventilator to an alternating current (ac) electrical outlet, duplicating the reported device issue. The device then powered on using a secondary battery source (start on battery alert). Due to the device's failure to power on when connected to an ac power source and defaulting to one of the two available battery power sources, the device power supply was replaced to address the issue. The device passed final testing and was confirmed to operate properly. The "start on battery" alarm is an informational alarm only to indicate to the user that the device powered on using battery power without ac power. Correction information: this complaint was initially submitted as a reportable device issue out of an abundance of caution given the limited information available prior to the device evaluation. With the identification of the alarm error code confirmed by evaluation, it is determined the event considered a non-reportable device issue. The coding grid in box h has been updated to reflect the device evaluation results.